Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that power on reset (por) 0x200 displayed. The patient experienced a loss of stimulation. It was confirmed that por 0x200 only displayed once. The cause was unknown. The action taken to resolve the event was interrogation with the clinician programmer, resetting date and time. The event resolved. The ins remains implanted. No further complications were reported or anticipated.